Manufacturer narrative:
The returned screw was evaluated. The cap and cap ring have disassembled from the tulip head and the cap ring is bent on one end. The cause cannot be definitively determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a pedicle screw disassembled during surgery. When the surgeon detached the driver from the pedicle screw after installation, the internal ring detached from the screw shaft. It was replaced with a new screw. There were no reports of patient injury associated with this event.